Event description:
It was reported that a replacement surgery occurred with an inflatable penile prosthesis (ipp). The ipp had fluid loss from a break in the tubing that went from the reservoir to the pump. The device would no longer inflate. The old ipp was explanted, and a new ipp was implanted. The explanted device was disposed. No patient complications were reported in relation to this event.